Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and did not find any indications of cartridge mechanical issue. There were no error codes for the reported cue negative result. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a suspected false negative result from cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 (cartridge sn: (B)(4)). Customer tested on the same day using rapid antigen tests (flowflex) which produced positive covid-19 results. Customer suspected he has covid-19 as another person in the household tested positive. The customer also had symptoms at time of testing.

Manufacturer narrative:
Update to g4: PMA/510(k) number added update to b3: date of event corrected to 01-may-2022. Correction to b5: updated to include reference to related false negative complaint cases. Correction to h10: corrected to say false negative tests instead of false positive tests. Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis.

Event description:
Customer reports three false negative results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false negative results obtained for individual 1. See (B)(4) for alternate false negative results. Individual 1: individual received a false negative result when testing on 04-may-2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 21082m, reader sn (B)(6)). On (B)(6) 2022, customer tested positive with the flowflex rapid antigen test. Customer had symptoms and was exposed to another person in the household testing positive.